Event description:
The pt was admitted to the endoscopy unit for removal of peg tube. Attempts at removing tube failed by attending physician and fellow. Egd was done to visualize tube placement. They were still unable to remove tube. Surgeons were called in and attempted to move tube manually with no success. Pt was admitted to the hospital and scheduled for the o.r. The peg tube was removed in the o.r.